Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the flex vision pc was not booting up. Review of the system log file showed that the flex vision pc malfunction as the host pc couldn¿t connect to the flex vision pc. Upon troubleshooting fse identified an issue with the flex vision not powering on completely. To resolve this issue, fse replaced flex vision pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the flexvision pc was not booting up. The device use was outside of clinical use at the time of the reported event. No harm was reported to philips. No harm was reported to philips. Philips has started an investigation of this complaint.